Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the first registration showed a yellow region encompassing all relevant anatomy. The site registered with touch and some trace. The fellow checked anatomy on the skin and was satisfied with accuracy. Later when navigation, he and the doctor were unhappy with the accuracy, noting an anterior/posterior shift. A second registration was done with trace alone, this was checked immediately internally and again the doctor displayed that the inaccuracy was too great, navigating on the hard palate and the navigation system showing them "well below" the bone. Later, the third registration with points alone was verified to be accurate, although later when navigating, they noted a 2-3mm inaccuracy on the sphenoid posterior wall. A 4-5mm inaccuracy was also noted. The case proceeded regardless. The patient tracker was located in the center of the forehead just above brow line. The bed mounted emitter was located on the patients left side just above ear level facing the patient's nose, approximately 15cm from the patient's head. They proceeded knowing of the inaccuracy, but then re-registered 2 more times. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
G2: this event occurred in australia, see e1-e3. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735736, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. Software data was evaluated for two separate issues, error-64 and inaccuracy. The software analysis for the inaccuracy issue concluded there was insufficient information to determine whether a software anomaly contributed to the inaccuracy. B01 and c19 are applicable. Previously reported code d15 is also applicable. The software analysis for the error 64 concluded a software failure occurred. B01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.